Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening in the anterior , crease fold , wear abrasion, and white particles in the inner of the device . Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify crease sharp opening on anterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on anterior assessed to a fold flaw opening.

Event description:
Device has been explanted.